Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the mid left anterior descending coronary artery that was 90% stenosed. The trek rx 2.5 x 12 mm balloon dilatation balloon ruptured at 8 atmospheres during the first inflation. The device was replaced with another balloon catheter to successfully complete the procedure. The balloon was prepared according to the instructions for use and there was no resistance during removal of the protective sheath or during advancement to the lesion. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.